Event description:
It was observed during the device inspection, that the bronchovideoscope exhibited that the connecting tube coating has peeling, and foreign material was attached around the camera head outlet. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely the following led to the malfunction: for event "coating at insertion section peeled off": it is surmised that the event occurred due to stress (be it physical, chemical or other kinds of stress). For event "foreign material around suction/biopsy port at surface of distal end": it is surmised that the subject device may not have been reprocessed properly before being sent to olympus. The event can be detected and/or prevented by following the instructions for use which state: for event "coating at insertion section peeled off": 3.2 inspection of the endoscope 5.inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. For event "foreign material around suction/biopsy port at surface of distal end": "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.